Event description:
The manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. Correction: a risk assessment was performed in accordance with the manufacturer¿s risk management procedures regarding the reported incident of death, which was not accompanied by any allegation of device malfunction. No further information is available concerning the cause of death or whether the device was in use at the time of the patient¿s passing. No good faith efforts were attempted due to no contact information. Therefore, the manufacturer was unsuccessful in obtaining additional information. Upon review , the patient death remains assessed as unrelated based on the information available. Also, the alleged device provided is a qcl 2net hub, which is a diagnostic device alone. The qcl 2net hub itself could not cause or contribute to the harm being alleged. The report does not indicate any device malfunction, use error, failure, labeling issue, or other deficiencies relevant to the reported harm. Based on the information available, the device did not cause or contribute to the patient's outcome, and no new or increased risk has been identified. Philips will continue to monitor for similar complaints.